Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set, medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was difficulty activating the safety feature. The following information was provided by the initial reporter. The customer stated: "sometimes the push button safety feature does not activate."

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was difficulty activating the safety feature. The following information was provided by the initial reporter. The customer stated: "sometimes the push button safety feature does not activate."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-01-27 . H.6. Investigation summary: bd received 4 customer samples were received for review and evaluation. The 4 customer samples were subjected to retraction lockout testing and all samples passed testing as they were able to be activated properly. Therefore, this complaint cannot be confirmed based on customer sample retraction lockout testing results. Bd is unable to confirm the customer¿s reported failure mode of difficult to activate based on customer sample analysis results. Bd is unable to determine a root cause for the reported issue. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.